Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc provena catheter. Usage residues were observed throughout the sample. Several permanent kink impressions were observed between the 6cm and 12cm depth markings, with particularly sharp impressions observed near the 9cm and 12cm markings. Regions of catheter compression were also observed within the kink regions. Microscopic inspection of the kink sites revealed material buckling and discoloration in the vicinities of the kinks. The abundance of kinking and compression damage was consistent with device manipulation. The use residues suggested that manipulation occurred while the device was implanted and the location suggested that catheter securement, access and maintenance techniques likely contributed. A lot history review (lhr) of reep3966 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported kinked at 8cm mark. No other information was provided.